Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact ).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarming over temp. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarming over temp.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6) ), e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that unit alarming over temperature. A getinge field service engineer (fse) arrived on site on (B)(6) 2023 and evaluated device per reported complaint "unit alarming over temp". Customer biomed reported the over temperature alarm would intermittently appear despite customer having previously replaced the compressor as well as the vacuum and pressure filters. Logs revealed several temperature below minimum ambient faults. Troubleshooting also revealed that for the compressor motor temperature while conducting the compressor output test. Temperature probe sensor and cable assy,fan were replaced . Device passed all performance and safety tests according to factory specifications. Allowed device to run with a known iab on internal trigger at 80bpm for 72hrs. Will follow up with biomed on friday (B)(6) 2023. After follow up on (B)(6) 2023 fse says : spoke with biomed and confirmed unit has been running nonstop for 72hrs without any alarms or abnormal function occurring. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use. Note: the following component are in need of replacement. Customer biomed has placed an order for the part and will replace that component part # (B)(4)- safety disk once it arrives, also will open a new complaint for safety disk once it arrives. The defective components were received for further investigation.the failure analysis and testing department received the following parts associated with this complaint: p/n: (B)(6) sn: n/a temperature sensor and p/n: (B)(6) sn: (B)(6) cable assy, fan these parts were received with a reported unit failure message of ¿unit alarming over temp¿. Performed visual inspection of these parts received and parts look to be in good condition. Installed both parts into the cardiosave test fixture sn (B)(6) and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r.the failure analysis and testing department verified the failure of unit alarming over temp during tested temperature sensor. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is "impossible to define".the failure analysis and testing department observed over temp message on screen as soon as unit turned on.temperature sensor failed testing. The failure analysis and testing department could not verify the failure of unit alarming during tested cable assy, fan.cable assy, fan passed testing. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. Retaining both parts in the fat dept. As per procedure 0002-07-d008 rev ap.

Event description:
N/a.